Event description:
It was reported that during a laparoscopic gastric bypass procedure, the shears did not work using the hand control. The surgeon had to use the footswitch to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.